Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after the preparation of sheath correctly, when inserting the catheter into the sheath air bubble was observed and it wasn't possible to get rid of air bubble even after aspiration. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.